Manufacturer narrative:
While on the phone with dario's representative, the user was stated that he has had this bg reading issue several times in the past. The user refused to troubleshoot or share with dario's representative any more details regarding the incident. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On june 7th, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings that were 20 mg/dl to 30 mg/dl higher each day, using his dario meter. The user also stated that he has to take three bg readings in a row in order to obtain an accurate reading.